Event description:
On (B)(6), 2009, this pt was implanted with gore excluder endoprostheses. On december 4, 2009, a unspecified endoleak was discovered on routine follow up. On (B)(6), 2009, the physician discovered that the unspecified endoleak was a type ii endoleak, originating from the lumbar arteries. Coil embolization was performed and the endoleak was resolved. The pt is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paper work verified that this lot met all pre-release specifications. H6. Code: other, type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicated that the info was not provided, was deemed unavailable or was not applicable.